Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hypoglycemia after a rapid correction of a preceding elevated glucose, with a lowest cgm value of 53 mg/dl on a g7 and an estimated duration of 30 minutes; the event was addressed with oral glucose in the form of four glucose tablets. Symptoms included feeling tired and sluggish. Outcomes included successful self-treatment without hospitalization. Investigation included complaint intake, triage, and user education on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction and suggested the low was temporally associated with a correction of hyperglycemia, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.